Event description:
Ous MDR - it was reported that about 6 years after the implant artifacts in form of episodes of ventricular fibrillation and aborted shocks were noted. The lead was exchanged. No adverse patient side effects were noted. The explant and event dates provided did not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46.5 cm proximal to the lead tip. Only a distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular between 16 cm and 12 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the observed noise which led to vf detection as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with a nearby lead should be taken into account. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem.